Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was fund out of specification with respect to the reported symptom of not recognizing a closed door causing the channel sensor to not display, which was observed during evaluation when opening the pump door. System error 320 displayed when attempting to load a set caused by failed upper hook switch. The replacement of the upper hook switch will be satisfied through upper auxiliary assembly replacement.

Event description:
During baxter's functionality testing of a spectrum pump, it did not recognize an open door causing the channel sensor to not display. There was no patient involvement.